Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/18/2015 and found split black striped tubing on pinch valve vl46b. He replaced the tubing at vl46b and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an uncontained diluent fluid leak from a coulter lh 750 hematology analyzer. The volume of the leak was not specified. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.